Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and reviewed the reported event but found nothing alarming or relevant to the reported issue except bootup. Upon further inspection fse advised the customer to take a video/picture of the computer screen if it happens again. Later on, (B)(6) 2023, the reported issue was occurred fse found that the cmos battery for the single board computer was defective. The fse replaced the battery cr2032. After replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the machine had to be rebooted five times. The device appears to be booting up correctly. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.